Event description:
It was reported that a piece of an roi-c cage broke while it was being installed into the disc space. The cage was removed and replaced to complete the procedure. There were no reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a piece of an roi-c cage broke while it was being installed into the disc space. The cage was removed and replaced to complete the procedure. There were no reported patient impacts.

Manufacturer narrative:
Device evaluation: the device was not returned for evaluation and images were not provided, therefore an evaluation was unable to be completed. Root cause: a definitive root cause cannot be determined with the information provided. DHR review: per DHR review, the part was likely conforming when it left highridge control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.